Event description:
A report was received that a patient's ipg was explanted due to loss of efficacy.

Manufacturer narrative:
Analysis for lead s/n (B)(4) passed all tests performed and revealed no anomalies. Analysis for lead s/n (B)(4) and s/n (B)(4) found that the leads were cleanly cut during the explant. The distal ends were not returned. The device damage was similar to the typical explant damage and was not considered a failure. Analysis for lead extension s/n (B)(4) and s/n (B)(4) found that the leads were cleanly cut during the explant. The distal ends were not returned. The device damage was similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that a patient's ipg was explanted due to loss of efficacy.

Manufacturer narrative:
Information was received that the patient's leads and lead extensions were also explanted. Additional suspect medical device components involved: reference number: 11209097 product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(4) batch: 21215541 reference number: 11209218 product family: scs-extension upn: m365sc3138550 model: sc-3138-55 serial: (B)(4) batch: 19186892 reference number: 11209184 product family: scs-extension upn: m365sc3138550 model: sc-3138-55 serial: (B)(4) batch: 19186892 reference number: 11209077 product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(4) batch: 21215541

Event description:
A report was received that a patient's ipg was explanted due to loss of efficacy.

Manufacturer narrative:
Correction to field for supplemental MDR 2. Analysis for ipg s/n (B)(4) passed all tests performed and revealed no anomalies. Analysis for lead s/n (B)(4) found that the leads were cleanly cut during the explant. The distal ends were not returned. The device damage was similar to the typical explant damage and was not considered a failure. Analysis for lead extension s/n (B)(4) found that the leads were cleanly cut during the explant. The distal ends were not returned. The device damage was similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that a patient's ipg was explanted due to loss of efficacy.